Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
The filter was initially placed in (B)(6) 2012. The procedure went well. After the stent was deployed for two months it was then noted by the physician the filler had perforated the aorta requiring an intervention procedure to be performed on (B)(6) 2012. An aorta stent graft was placed. It was confirmed the patient was doing well. District manager confirmed with physician after interventional procedure the patient was doing well.